Event description:
Customer reported that he was hospitalized on february 12, 2013 stated that he blackout due to low blood glucose and had an accident. Customer's blood glucose reading at the time of hospitalization was 51 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.